Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found wear and tear damage to drain fitting, enclosure, water tank cover, front cover, line cord, and pole clamp. Functional testing was performed by filling the reservoir with water, attaching the temperature check to hotline, plugging in the line cord, and turning on the power switch to perform safety and electrical testing. The reported problem was confirmed. The device leaked from the block. To resolve the problem, the block was replaced. The cause of the reported problem was determined to be user interface.

Event description:
It was reported that there was a leak at the interlock block.